Event description:
It was reported that the user experienced elevated blood glucose readings after breakfast while using the ilet system and expressed concern that the meal insulin dose was insufficient. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education regarding high glucose management. Investigation included case intake and preliminary triage for device-related or use-related factors. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.